Event description:
Hosp pt awaiting heart & kidney transplants, developed fungal pertonitis 2 weeks post placement of the transfer set. Pt was started on i.v. Antibiotics. A couple days later hcp states "white bulbous growth," was seen in transfer set. Catheter was surgically removed and replaced, transfer set changed. New catheter was found to be leaking, so it was surgically removed and replaced a few days later. Pt is responding to treatment.